Event description:
Follow up information received the manufacturer's representative reported that they not informed on when the patient started to experience the issues. According to the physician, the revision was due to migration of the lead. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a lead revision done. There were no reported patient symptoms. The patient's indications for use included radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.